Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again, to which they agreed.